Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6) .

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 42 mg/dl (system 1) and 110 mg/dl (system 2). It is unknown if the results were obtained with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.